Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cotignola, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
The unit has been sent to the manufacturer for deep disinfection procedure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication under previous contamination cases from the same hospital, livanova learned that the device was cleaned regularly per the IFU, placed inside of the operation theater during use, with the fan away from the patient at an estimated distance from the surgery field of 2 meters. The root cause of the reported contamination could not be established.